Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via litigation document that the right ventricular lead was capped and replaced on (B)(6) 2017 due to alleged malfunction/insulation abrasion. Further investigation indicated that the lead exhibited noise due to lead fracture. The procedure was completed without any consequences to the patient. The patient was stable before, during and after the procedure.